Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not performing a spin during a case. The site performed multiple reboots and was able to get the system to perform spins intermittently. The system also had a screeching sound when moving the gantry. Additionally, the site could not get the gantry to lower. There was no impact on the patient outcome. 2023-feb-02 (rep) e1: additional information was received. The issue occurred intraoperatively and there was a 5 minute delay due to reboot attempts.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000579 ; product ID: bi71000537 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system would not dock and had intermittent issues with motion and x-ray generation. All issues were resolved and the manufacturer representative (rep) completed a full radiation survey, simulated 5 cases, recalibrated all the motions, and completed the monthly gain calibrations without issue. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned atp console. It was installed in a test system and passed visual inspection. No faults or failures were found. Analysis was completed on the returned motion control. It was installed in a test system and it powered on, batteries readied and system initialized. The gantry motion control box failed testing due to being unable to complete motion calibration. H6: b01, c07 and d02 apply to the system checkout. B01, c19 and d14 apply to the atp console product ID: bi71000579. B01 c02 and d02 apply to the motion control box product ID: bi71000537. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.